Manufacturer narrative:
The device was not returned for evaluation, and no pictures were provided so the complaint could not be confirmed and root cause could not be determined. It could have been a manufacturing defect, and it may have been excessive force by the user. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "the two surgical blades included in the pack broke during surgery and this happened 6 times."